Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the integrated electrosurgical unit (iesu) [erbe], universal surgical manipulator 's(usm) cover, spring cover and release tab. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During power-o test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted retroperitoneal lateral partial nephrectomy surgical procedure, the integrated electrosurgical unit (iesu) [erbe] was giving an error message. Prior to call, customer had tried to power cycle the generator several times but issue persisted. Technical support engineer (tse) reviewed the logs and found instances of internal error c-33, activation halted. Tse guided customer to power cycle the generator, and to ensure that it had a dedicated power supply in the theatre. As issue persisted, tse asked customer if they had a valley lab force triad available, but they did not. There was no reported injury.